Manufacturer narrative:
The customer's complaint that the tubing separated and leaked was confirmed per a picture provided by the customer; per the provided picture it was observed that the tubing was separated from the lower fitment. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of diflucan was noted to have separated and leaked at the safety clamp. The rn noticed a small puddle on the floor within 15 minutes of infusion to the patient. There was no patient harm.

Event description:
The customer reported that an infusion of diflucan (400mg/200ml) to run at 100ml/hr was noted to have separated and leaked at the safety clamp of the tubing. The rn noticed a small puddle on the floor within 15 minutes of infusion to the patient. There was no patient harm.